Manufacturer narrative:
Driveline (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. On-site inspection of the driveline revealed that the previous sheath repair was worn out, confirming the reported event. A driveline sheath repair was performed to mitigate the reported conditions. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the sheath repair degradation is operational use and environment to which the repair was exposed. Per the instructions for use (IFU): the driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by medical personnel that a patient had a worn out sheath repair and was in need of another repair.  During the service repair, the old repair was found to have worn out.  The driveline sheath repair was performed in the outpatient setting. The patient was not prepped for the procedure and there was no report of pump stop.  There were no reported consequences or impact to the patient.